Event description:
Neomed tubing was used to re-introduce bile and fecal matter via the stoma into the (B) (6). The pt underwent a closure procedure for a jejunostomy. Four fragments of a distal ileal feeding tube were found in the bowel adjacent to the stomach. The pt had a prenatal diagnosis of ileal atresia. The pt was also diagnosed with a complicated meconium ileus and jejunal atresia. Status post a jejunal resection with double barrel jejunostomy, a washout of the peritoneal cavity was done for meconium peritonitis. Bile may have affected the tubing integrity and peristalsis may have facilitated the tube fragmentation.

Event description:
Neomed tubing was used to re-introduce bile and fecal matter via the stoma into the infant. The pt underwent a closure procedure for a jejunostomy. Four fragments of a distal ileal feeding tube were found in the bowel adjacent to the stomach. The pt had a prenatal diagnosis of ileal atresia. The pt was also diagnosed with a complicated meconium ileus and jejunal atresia. Status post a jejunal resection with double barrel jejunostomy, a washout of the peritoneal cavity was done for meconium peritonitis. Bile may have affected the tubing integrity and peristalsis may have facilitated the tube fragmentation.